Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met the patient at the hospital. When the rep interrogated the device it was turned off and had been turned off for the past week or so. The rep explained to the patient that the shocking she was feeling was not from the device. This was also explained to the family as the patient was heavily sedated. The rep ran an impedance check and everything looked fine. It was discussed with the patient, their family and the ER doctor that the ins would be left off so they could figure out what was causing the patient her symptoms. The patient was going to follow up with their doctor and let the rep know when her next appointment is. No further information was reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and the patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated she needs to be seen to have her ins recalibrated. The patient believes the ins is not working right because ever since she had s stem cell shot she has been feeling the ins stimulation will go fast and then slow. The patient's stimulation is causing pain that goes down her legs. The patient also noted she has tried turning the ins down, but that has not resolved the issue. The patient thinks her stimulation is interfering because she was walking just fine and then her legs started getting weaker and weaker and the patient started falling since a couple weeks ago. The patient reported trying to turn their stimulation off by putting their ins into MRI mode and that did not work. It was noted that the patient has verified that all the programs were turned off. The caller stated that the patient's stimulation keeps jolting the patient and she can see the patient's leg is jumping and she is in discomfort since about a week ago. The patient noted that this could be related to her falls. The patient was redirected to their healthcare provider (hcp) to have their ins checked out. No further complications were reported. No additional patient symptoms were reported.